Event description:
Customer reported that pump declared alarm during loading process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was instructed by technical support to load a new cartridge using correct technique, but alarm recurred, preventing successful resumption of insulin therapy. Technical support arranged to replace pump under warranty, with customer switching to multiple daily injections as backup therapy. Customer was advised to follow instructions for storing and returning defective pump, acknowledging understanding of the process.